Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a scheduled implant. After the implant, an issue was noted with the pacemaker during the interrogation. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of interrogation issue was confirmed. The device was received from the field with no telemetry and battery having reached end of service. Device could not be interrogated due to lack of telemetry caused by low battery voltage. The device was cut-open and connected to an external power source which indicated high drain current. Further device evaluation isolated the source to high current to a hybrid component, which depleted the battery prematurely causing the interrogation anomaly noted in the field.

Manufacturer narrative:
Correction: updated h10: the reported event of interrogation issue was confirmed. The device was received from the field with no telemetry and battery having reached end of service. Device could not be interrogated due to lack of telemetry caused by low battery voltage. The device was cut-open and connected to an external power source which indicated high drain current. Further device evaluation isolated the source to high current to a hybrid component, which depleted the battery prematurely causing the interrogation anomaly noted in the field. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.